Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels declined to 40 mg/dl while wearing the pod. The patient was treated with soda, glucose gel, and IV (intravenous) dextrose. The patient was released three days later. The patient was wearing the pod when seeking medical attention.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.